Event description:
I underwent liposuction and tummy tuck procedure, with renuvion being used for skin retraction on my upper arms. During recovery I noted the skin of my upper chest, neck and face was crackling when touched. I was in so much pain. This lasted for 48 to 72hrs. FDA safety report ID# (B)(4).